Event description:
This right ventricular (rv) lead was explanted due to high increasing thresholds during a lead revision. Lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
The high capture threshold and surgery allegations were not confirmed based on normal lead resistance measurements indicating all conductors are intact and a passing hipot test indicating no electrical shorts between conductors.patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention to explant the device. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations therefore the reported high capture threshold and surgery allegations were not confirmed.

Event description:
It was reported that this right ventricular (rv) lead was revised due to high thresholds, the lead was finally explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high increasing thresholds during a lead revision. No additional adverse patient effects were reported. Dc.